Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, low within range shock and pace impedance, and myopotential-like noise. Boston scientific technical services (ts) recommended troubleshooting actions. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).